Event description:
It was reported that during an unknown procedure; with the first device, it became non-functional after less than thirty minutes. With the second device, as it did not function properly, it was reset by a nurse. While it was reset, the blade was broken off without being hit. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device (a) was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Device (b) was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was returned 100% present. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be cracked at the discolored (blue). Possible cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b: batch f9gg7u, mfg date: 4-15-09, exp date: 3-15-14.